Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a gradually decreasing monitoring voltage and an increased charge time. The patient paces in the atrium 0% and in the ventricle 58% of the time. There are numerous antitachycardia response (atr) episodes, due to the patient's atrial fibrillation. There is a concern that the battery is depleting earlier than expected.